Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. The reporter stated that the device will not be returned. Therefore allergan will not receive it and no analysis or testing will be done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the reported event of difficulty adding/removing saline as follows: "penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle."

Event description:
Health professional reported a "leaking [lap-band] port." Event was first noted when pt began to "eat large amounts at a time", and the pt "felt resistance for a week after adjustment, but none thereafter." Physician noted "1.5 cc was added to the band with difficulty. However, on withdrawing fluid from the band, there was only 2.5 cc present." The port was explanted and replaced.